Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the fill port cap. The device contained fluorouracil 3900 mg in 115 ml of sodium chloride 0.9%. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between march 8 and march 10, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph observed white drug residue located under the fill port cap, next to the fill port. The reported condition was verified. The cause of the condition could not be determined. However, the cause may be use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.